Manufacturer narrative:
An advanced system log and energy log review was performed by advanced failure analysis (afa) involving both vessel sealer extend (vse) instruments used during the procedure. It was observed that 3 vse events involved high impedance, possibly due to an attempt to grasp excessive tissue between the vse jaws. However, due to insufficient product information, it is not possible to confirm whether these events are related to the vessel sealer instrument that was directly involved in the customer allegation. Device history record (DHR) review for the device(s) involved with the reported event was completed. No non-conformances were found to be related to the customer-reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Two vse instruments were used in the procedure and it is unclear which instrument is associated with the reported event. Additionally, the customer reports increasing the setting to resolve the issue; however, settings of advanced instruments such as the vse are autodetected and should not be able to be adjusted. No product has been returned to intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci assisted total gastrectomy, the vessel sealer extend (vse) instrument was making sealing tones but not sealing the tissue. Eventually the staff realized that the setting on the generator was "0." After turning up the settings, there were no issues, and the staff used the same instrument to complete the procedure robotically. "Significant blood loss" was reported prior to correcting the issue. The exact blood loss amount was not disclosed but it was stated to be less than 750 ml and no medical intervention was performed because of the bleeding.